Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported via social media that the customer had two motor error alarms on the insulin pump. Customer stated the alarms occurred two to three months apart from each other. The customer also reported they were sick with asthmatic bronchitis and an ear infection. Troubleshooting did not occur for the motor error alarm. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.